Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
The customer has reported that the device was not working during the breast biopsy. The probe was replaced and the case was completed with no pt consequence reported.